Event description:
A malfunction code was reported with no notable events occurring prior. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer chose mdi as a backup therapy and was instructed on pump storage mode for return. Tandem technical support confirmed the shipping address and sent a replacement pump, with instructions to return the faulty one within 10 days using a prepaid label.